Event description:
Customer called about meter reading inaccurately. Customer states the results she was receiving were lower than she expected. Customer states that when her glucose read 78 mg/dl she was dizzy and lightheaded. She states she received medical attention. When her glucose was tested at the emergency room her glucose read 324 mg/dl. Customer did confirm her blood pressure was high. These results were obtained fasting. This incident occurred the week of (B)(6) 2015. Customer did confirm she feels fine at this present time. Time and date were never set up correctly on this meter. Reviewed meter memory: 78 mg/dl (B)(6) 2015 06:34 pm fasting: yes; 278 mg/dl (B)(6) 2015 06:50 pm fasting: yes; 221 mg/dl (B)(6) 2015 06:54 pm fasting: yes; 122 mg/dl (B)(6) 2015 09:06 pm fasting: no; 143 mg/dl (B)(6) 2015 10:21 pm fasting: no. Test strips expire 07/20/2017. Customer states she stores the test strips in the kitchen and that the strips were first opened 10 days ago.

Manufacturer narrative:
Internal report#: (B)(4). Product not returned for evaluation. Most likely underlying root cause is: user's test strip had poor storage.

Manufacturer narrative:
(B)(4). Product not yet returned.